Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when setting up the new installation for the system, the system was experiencing a "localizer faulted" error message. The break-out-box (bob) was displaying as "faulted" and emitter was shown as "off" under the tracking details.  It was noted that all ports on the system were lit orange. The representative (rep) tried reseating the polaris spectra system control unit (scu) cable to the back of the computer but there was still no resolution. The printcameradiagnostics command revealed that the bob was the issue. There was no patient involvement. Additional information was received, it was reported that there was also a 'localizer not connected' error message.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: -, ubd: , UDI#: ; product ID: 9735825ent, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735824, serial/lot #: (B)(6), ubd: , UDI#: h3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the break-out-box (bob) was replaced. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c07,d02 are applicable. H3,h6: a hardware analysis was initiated for 9735825ent to determine the probable cause of the reported behavior. Analysis found that the issue was consistent with a previously known and tracked hardware anomaly. The em interface faulted immediately when it was plugged into the lat station. All the led's were illuminated including a amber fault led. The ports were not functional and the localizer status displayed as faulted as well. Codes b01,c07,d02 are applicable. H3,h6: a hardware analysis was initiated for 9735824 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The controller was connected to a test system for an over-night burn-in test and it functioned normally without any failures. H6: codes b17,c20,d15 are applicable to 9733752 since analysis was not completed yet at the time of the report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.